Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. No unexpected alarms were noted during testing. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed no reservoir, no delivery and motor error during the prime. She reported that the most recent blood glucose reading was 244 mg/dl. Customer was not able to troubleshoot and stated that changing the entire set had resolved the issue. Customer stated that the motor error alarm had occurred several times over the summer. She stated that the insulin pump was not exposed to a strong magnetic field or MRI and that she was able to complete the rewind sequence. Nothing further was reported.